Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found that the probe wash drain tubing had come off of the fitting on the feed through bulk head. The fse replaced the tubing and reseated the tubing to the fitting. The fse verified performance and no leak was observed.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a bloody leak coming from the coulter lh 750 slidemaker analyzer. There was no exposure to mucous membranes or open lesions, and operator did not seek medical attention. There was no death, injury, or affect to user. The operator did not seek medical attention.